Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to water when they were washing dished. The customer states the pump had blank display. The customer had also been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's levels had been over 600mg/dl. The customer was treated at the hospital. The customer reported the pump had been lost and or stolen. The customer was advised replacement pump would be sent.